Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - e2010 needle stick/puncture h6 health effect - impact code - f2201 biopsy. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction. The sensorw as inserted into the arm on (B)(6) 2024. The patient's parent stated that the pediatric patient experienced a skin reaction with redness, inflammation, pustules and infection on the needle puncture, which occurred 3 days after the sensor had been inserted in the arm. After the insertion the patient went swimming and noticed redness. They removed the sensor and consulted a doctor. The reaction was treated with a prescription of an topical ointment and oral antibiotics sulfameth-trimeth suspension 15 ml. A biopsy was taken of the top area, which had a very hard lump under his skin, warm and very sore skin. After a week of deliberation, it was found out that the cause of the infection is mrsa (methicillin-resistant staphylococcus aureus). The area was prepared with soap and water before placing the sensor on the body. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.